Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer stated that the display of the infusion device was defective. No adverse event was reported. The device serial number was not provided. The alleged product was requested to be returned for product evaluation.